Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date we incorrect after the pump shut down due to not charging the battery. Customer's blood glucose level was 147 mg/dl. Reportedly, customer adjusted pump time and date to resolve the issue and resume insulin therapy.